Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. Review of system log file confirmed the malfunction with power supply. Upon troubleshooting, fse identified that there was low voltage at m cabinet and the power supply got failed as there was no output. The philips engineer replaced faulty power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not booting past 00:00. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the pd.scomp.dcps (power supply) which returned the device to use in good working order. A philips field service engineer (fse) visited the site and determined the device¿s dc power supply (dcps) failed with low voltage and needed to be replaced. After replacing the dcps, the device was returned to expected functionality.